Event description:
It was reported that the patient underwent a posterior lumbar fusion procedure. It was reported that the screws had loosened in the bone and could actually be wiggled in the pedicle. A revision surgery was performed. During insertion of a new bone screw the driver tip broke off and could not be removed.

Manufacturer narrative:
(B)(4): no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Additionally, the bushing pin has been broken, witness marks consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.